Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no pyxis account had been created under user credentials. The technical support specialist (tss) dialed into the server and searched for the user in the patient encounter system, but no results were found under this site or other facilities. It appeared that the user had not been added properly. The tss advised the customer to reach out to the designated pyxis administrator or pharmacist and request that they create or add an account for you in the system. The tss could not ably reach customer as there was no response. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.